Event description:
During a cardiomems implant procedure the sensor was implanted with no issues to report. After the cardiomems delivery system had been removed, the physician inserted a pulmonary wedge catheter to calibrate the sensor. Once the catheter was in the left pulmonary artery the patient started to cough up blood. The bleeding was stopped with 3 pulmonary coils. The physician stated that he does not believe the cardiomems sensor or delivery system caused the perforation. The physician believes the perforation was due to the wedge catheter balloon. The patient was admitted to the intensive care unit and intubated. The patient was discharged 6 days later and sent to a nursing facility for cardiac rehabilitation.

Manufacturer narrative:
Additional information: a1, g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.